Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. A visual inspection from the returned sample was performed, and no anomalies were noted. Ops valves are subjected to a 100% leak test, which includes five different tests, to ensure that there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample successfully passed all five tests. A retention sample from the same product/lot number combination was obtained, visually inspected, and run through the same leak tests, successfully passing all five tests. The returned unit was found to function as intended, and met all of the product specifications; therefore, the complaint was not confirmed. It is possible that the unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood was found tricking from the valve in the vent line.   There was a blood loss of 10ml; product was not changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 02, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
There was a blood loss of less than 10ml.